Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation has shown that the device is in a very used condition. The markings are partially illegible, the bore of the protection sleeve is strongly worn out, and there are hammer marks visible all over. Especially at one corner of the locking mechanism base plate, there is a heavy hammer mark visible. This deformation had the effect that the base plate was slightly moved, which finally caused the complained jamming. The manufacturing documents of this device were reviewed and no complaint related issues were found. No product related fault could be detected. Based on the appearance of the device, it can be concluded that excessive use caused the complained malfunction. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the locking mechanism of an aiming arm is jamming. The failure was detected during the cleaning process. There was no patient or surgical involvement noted. This report is 1 of 1 for (B)(4).